Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced foreign body that was removed from the patient's body. It was reported that there was some resistance when inserting the catheter, the last time into the vizigo¿ sheath. When the vizigo¿ sheath was removed from the body, they noticed a piece of plastic which may have been the inner lumen of the sheath was hanging out of the patient. The physician was able to pull the piece out of the patient with no issues. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, a foreign material was observed and it could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath however, this cannot be conclusively determined. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and a borescope examination of the returned device were performed following bwi procedures. Visual analysis of the returned device revealed no damage. The shaft was dissected, and it was observed that part of the polytetrafluoroethylene (pt-fe) was detached and missing. A device history review was performed for the finished device number lot 60000328 and no internal action related to the complaint was found during the review. The foreign material and resistance with sheath issues reported by the customer were confirmed since the pt-fe was detached from inside the shaft. The potential cause of the detached pt-fe could be related to the interaction of the vizigo sheath with another device during the procedure; however, this could not be conclusively determined. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator; the biosense webster carto vizigo¿ 8.5f bi-directional guiding sheath is designed to interlock only with the dilator included in this package; do not remove dilator or catheter rapidly; during insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-may-2024, it was reported that the correct lot number for the product involved in this case is lot 60000328. Therefore, the d4. Lot number field was updated. The biosense webster, inc. Product analysis lab received the device for evaluation on 17-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(4) the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced foreign body that was removed from the patient's body. It was reported that there was some resistance when inserting the catheter, the last time into the vizigo¿ sheath. When the vizigo¿ sheath was removed from the body, they noticed a piece of plastic which may have been the inner lumen of the sheath was hanging out of the patient. The physician was able to pull the piece out of the patient with no issues. There does not appear to be any damage to the external portion of the sheath. However, they did not inspect the internal lumen where they believe the issue to be. The issue was not found on the external surface of the catheter. It is believed that the inner lining of the sheath was damaged when the octaray was re-inserted towards the end of the procedure for a remap. The physician noticed some resistance with advancing the catheter through the sheath. After he pulled the sheath out of the patient¿s body post-case, he noticed the clear plastic-like string hanging out of the insertion site and the distal tip of the sheath. The physician then proceeded to pull the ¿fiber¿ out of the patient¿s body. The sheath was inspected after it was extracted, as well as the fibers pulled out of the patient from the insertion site. The fibers appeared to be almost exactly the length of the sheath. The thermocool® smart touch® sf (stsf) catheter and octaray catheters were also inspected and noticed no issues with the other products. There was no noticeable damage to the exterior of the vizigo¿ sheath including the tip, hub, hemostatic valve, shaft, and all other portions. The physician and staff are "always instructed" to be certain the dilator is inserted into the center of the hub, and they did so on this case. It was believed (but could not verify) that the internal lumen was damaged the last time that the octaray was inserted. It was reported that: "we believe that one of the splines may have been partially prolapsed, causing it to scrape the inner lumen." The physician did not pre-shape the catheter. It was inserted the way it came out of the package. The vizigo¿ (8.5f medium) was exchanged over the wire after initial access was gained with an abbott swartz 8.5 f 63 cm sl, and a baylis nrg 71cm standard curve co. This is the standard procedure for this physician which was to access first with the sl1 and baylis nrg needle, then exchanged over-the-wire for the vizigo¿. Additional information was received on 05-apr-2024. They believe that it was the inner lumen of the sheath that was damaged, not the brim cap, hemostatic valve, hub, nor side port. This event took place at the end of the case upon removal of the vizigo¿ sheath. After removing it, the physician noticed a substance (synthetic, clear, material) hanging out of the femoral vein insertion site. The physician gently pulled on it and was able to remove it in one piece that was almost exactly the length of the vizigo¿ . The physician was able to use intracardiac ultrasound to verify that no foreign substance was left in the heart or surrounding tissues. After observing the material removed and other products involved, the physician believes that the synthetic material was from the inner lumen of the vizigo¿ sheath, and that it was dislodged when the octaray catheter was inserted the final time as he noted resistance. No patient consequences were observed. No air entered the patient¿s body. There were no consequences, and the patient did not require treatment. However, this event is considered MDR reportable as it required foreign body to be removed from the patient.